Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind test due to broken. Unable to verify error alarm due to motor error alarm. Unit had intermittent button response due to flattened esc button and act button dome switch. Keypad connector was fully locked. Pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 205 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.